Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens but removed it due to poor capsular support. There was no patient injury. Writing on the lens box stated "went in eye - removed, poor capsular support and contractions. No injury". Additional information has been requested from the user facility, but none has been forthcoming.